Event description:
The truclear foot switch device became un-window locked and had trouble re-window locking. Not sure if problem is the control unit or foot pedal. The control unit and foot pedal was returned for evaluation.

Manufacturer narrative:
An investigation of the truclear hand piece passed functional testing with the footswitch and control unit that is stated in complaint. The window lock function performed as expected. No other problems were found. No corrective action are required as a result. No further investigations is warranted at this time. (B)(4).